Manufacturer narrative:
The engineering evaluation noted the revision reported was likely the result of prosthesis wear and osteolysis. However, this cannot be confirmed as the device was not available for evaluation and no other information was provided. Concomitant device: - three peg patella 41mm cn: ((B)(4), sn: (B)(6)).

Manufacturer narrative:
H6: corrected the following: health effect, clinical code, impact code, medical device problem code, component code, type of investigation, investigation findings, investigation conclusions. The reason the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.

Manufacturer narrative:
Pending evaluation. Concomitant medical device: three peg patella 41mm cn: (200-02-41, sn: (B)(4)).

Event description:
Index surgery: (B)(6) 2016. Revision of the insert and patella of the right knee due to poly wear. Polyethylene wear with evidence of osteolysis. Developed large effusion with lytic changes on x-ray.